Event description:
New information received notes that the lead was unable to be fixed due to a damaged helix.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular lead was unable to be fixed after several attempts. The ventricular lead was removed and replaced. The patient was in stable condition.